Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the hospital for an unrelated illness when elevated threshold was noted on the right ventricular lead due to dislodgement. The lead was repositioned on (B)(6) 2019 without any difficulty. The patient was stable post-procedure.